Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ syringe with the bd ultra-fine¿ needle had illegible printing on the label. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin¿ syringe with the bd ultra-fine¿ needle had illegible printing on the label. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for scale marking illegible on lot # 8085609. A review of the device history record was completed for batch # 8085609 all inspections were performed per the applicable operations qc specifications. There was one (1) notification for scratched print. There was one (1) notification for missing print. There was one (1) notification that did not pertain to the complaint. Investigation conclusion: the returned syringe was examined and exhibited no scale marking printed on the barrel. Sample was forwarded to manufacturing (holdrege) on 04jan2019 for further review. "Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the sample was noted to have what appeared to initially be hub deflection, as the hub was angularly assembled onto the barrel tip. Upon closer visualization, it appears that, likely during the assembly on the metro, a portion of the barrel tip was broken and became wedged between the barrel shoulder and assembled hub, causing the angularity of the needle assembly. This finding, however, would not have impacted the print-related complaint cause. Root cause description: probable root cause for the missing print is either a damaged pad on the printer or dirty dr blade. In either event, full printing of the scale markings along the barrel would not have occurred, with varying degrees of missing print, including that noted within the returned complaint sample. Rationale: CAPA 162566 was initiated by the holdrege plant to address print related issues, specifically scratched and missing print, and their associated root cause(s). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.